Event description:
It was reported that after surgery the cable of the zimmer pulsavac plus was cut and the battery pack was placed on an open plastic trolley. The exact date that it was left on the trolley is unknown, but it was for at least a minimum for 4 days. The battery pack exploded. There was no harm/injury associated with this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.